Event description:
It was reported that the surgeon noticed a tear on a micl12.6 implantable collamer lens upon receipt. The lens was not used and there was no pt contact.

Manufacturer narrative:
Evaluation method - wirj irder search. Results - visual inspection of the returned product showed that a piece of a haptic had been torn off and was missing. There was evidence of a clear surgical residue. A work order search was performed and there were no similar complaints within the work order. Conclusion - based on the complaint history, the work order search and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.